Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also reported that the scs device was not working. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2011 was chosen as a best estimate based on the date that the manufacturer became aware of the event.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also reported that the scs device was not working. The patient underwent an explant procedure.